Manufacturer narrative:
Correction: complaint is being cancelled. Not a bd product. Product was received at bd manufacturing site and it was determined that this is not bd product; therefore, product was shipped back to customer and complaint will be sent to close -cancel.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe was split and had air intake in the syringe. This was discovered during use. The following information was provided by the initial reporter: syringe split lengthwise. Air intake in the middle of a sterile central line blood collection in a closed system. (Airway).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe was split and had air intake in the syringe. This was discovered during use. The following information was provided by the initial reporter: syringe split lengthwise. Air intake in the middle of a sterile central line blood collection in a closed system. (Airway).